Event description:
During an interior labral repair a 2.8mm anchor was inserted. When the surgeon attempted to knot the suture, the suture broke. The suture was removed and the anchor remains in the shoulder of the patient. The procedure was successfully completed with an additional 2.8mm anchor and no patient injuries or complications were reported.